Event description:
The event happened during an atypical flutter procedure: ra map was performed with octaray. Transseptal puncture (tsp) was done to access the la. The physician noticed she puncture the septum and got into the pericardium. The patient blood pressure was stable. She retrieved the sheath and performed the tsp again. La map was performed with octaray. Ablation was done with smarttouch surround flow (stsf). The procedure finished successfully. Later in the day an echocardiography was performed and no tamponade was found. The patient was stable. The next day the patient was still stable with no symptoms related to the event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).